Manufacturer narrative:
Continuation of d10: product ID lmm-general. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an issue occurred with an implantable cardiac monitor (icm) where the device could not be interrogated using a diagnostic mobile programmer application in the office with the patient. The electrocardiogram displayed a flat line, and the first pause episode from (B)(6) 2025 also showed a flat line. An xray was taken in an effort to locate the icm. No patient complications have been reported as a result of this event.